Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Occurrence: a complaint history check was performed and this is the 1st. Related complaint for needle clog on lot # 9044750. A review of risk management document (B)(4) revision 18, indicates that the potential risk of this specific reported incident (pen needle, needle clog) was captured and addressed appropriately. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the flow of insulin through the bd ultra-fine¿ nano¿ pen needle stopped during use before the injection was finished. The following information was provided by the initial reporter: "spouse reported, when taking injection, the flow stops before her husband is completed dispensing insulin stated, he does not prime before taking injections but will start going forward."